Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Primary procedure, right humerus. It was reported that the locking screws did not lock into the plate (the screw fully inserted, and kept spinning rather than locking in place). The procedure used more than one plate and several locking and non-locking screws. The rep was present for the procedure but was not made aware of the issue until after the surgeon discovered the issue after several times, so it is not known which plate and which screws had the issue. The screws were left in the plates as they were. Rep confirmed that there was no surgical delay, and reported that x-rays, operative reports, medical records, and additional information are not available due to hospital and surgeon policy.